Event description:
The customer reports that 5 days after insertion of the device the blue port began to leak blood out of the tubing. A small hole ws noted in the tube and nothing was going through it. A new line was placed. Therapy was delayed without incident. No patient injury or complication reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed inside the medial extension line. After failing functional testing, a hole was observed on the medial extension line approximately half-way from the luer hub to the juncture hub. Microscopic examination revealed that the edges of the hole were smooth and uniform. The defect appears consistent with damage due to contact with sharps. The hole in the medial extension line measured 65mm from the catheter juncture hub. The medial extension line outer diameter measured .0853", which is within the specification limits of .084"-.088" per the medial extension line extrusion graphic. The medial extension line inner diameter measured .057", which is within the specification limits of .055"-.059" per the medial extension line extrusion graphic. With the distal end of the catheter body occluded, water was pressurized into each extension line. When pressurizing the medial extension line was pressurized, water was observed leaking out of a hole in the extension line body. No leaks were observed when pressurizing the distal and proximal extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of an extension line leak during use was confirmed through complaint investigation. Visual and functional inspection revealed a hole in the medial extension line. The edges of the hole appear smooth and uniform, indicating that contact with sharps caused or contributed to this event. A device history record review was performed based on sales history and no relevant manufacturing issues were identified. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f18m0465.

Event description:
The customer reports that 5 days after insertion of the device the blue port began to leak blood out of the tubing. A small hole ws noted in the tube and nothing was going through it. A new line was placed. Therapy was delayed without incident. No patient injury or complication reported.